Event description:
Patient revised due to dislocation. Liner manufactured by others.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot codes required for retrieval was unavailable. The initial information states the depuy femoral head was implanted with a competitor manufactured liner. This use with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.